Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had pressure issues; it was also not recognizing the cassette. It is unknown if there was no patient, or clinician injury associated with this event.